Event description:
Customer reported, she experienced low blood glucose below 20 mg/dl. Customer stated that there was a 911 call and was treated by paramedics. Customer had just recently changed her infusion set. Customer stated they gave her 2 and a half treatments of something in her arm might have been glucagon. She also reported she received 3 no delivery alarms during bolus. Customer stated the alarm was resolved by a complete set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.